Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 16mm amplatzer vascular plug ii was selected for an implant on (B)(6) 2022. After de-attachment of the 1 mm amplatzer vascular plug ii, the plug got loose and migrated to the lungs. An attempt to remove the device in an endovascular fashion occurred but the plug got stuck in the right atrium. The patient was converted to cardiac surgery to explant the plug. The patient needed re-operation due to a bleeding, but recovered without complications. It was noted that the patient was in stable condition and had been discharged from the hospital.

Event description:
N/a.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.